Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the cord on the foot control device was becoming detached from the foot pedal exposing the wires. There were no delays in the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord was torn with the wires exposed near the housing. Therefore, the reported condition was confirmed. It was further determined that the housing was cracked. It was determined that the issue with the torn cord was consistent with mishandling the device by allowing the cord to come in contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. It was determined that the issue with the cracked housing was consistent with mishandling by dropping or hitting the device against something. The assignable root cause was determined to be due to be user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate